Event description:
The following was reported to hamilton medical ag: - during ventilation, the ventilator device alarmed for multiple failures and switched into ambient state. At later start-ups the device alarmed for 'voltageoutoftolerance' following various high priority alarms displaying errors related to pneumatic / electronic components failure and failed the self-test. - the alarm was observable both visually and through hearing. - there is patient involvement reported to hamilton. - their is no need for medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.